Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly despite using a new battery cap. The patient's blood glucose at the time of incident was 157 mg/dl. The customer had already called multiple times due to the blank display anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents and passed self-test, a21 error test and off no power test. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.